Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: unknown stem; cat#: unknown; lot#: unknown. Unknown v40 head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, patient's hip was revised due to pain.